Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a primary plum set, clave secondary port, clave y-site, secure lock, 103 inches where it was stated in the report that at 10:00, normal saline infusion was initiated. The rituximab infusion was started by 13:30. A leakage was discovered at the filter vent at 15:10. There was patient involvement and no patient harm.